Manufacturer narrative:
Evaluation summary: the analysis found that device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a tonsillectomy, the hook didn't work throughout the whole case so a new blade had to be used to complete the procedure. There was no patient consequence.